Manufacturer narrative:
The investigation is still in progress. A supplemental report will be provided after completion. Reference MFR. Reports: 1221359-2022-02132.

Event description:
The customer reported two conflicting results with the ID now covid-19 assay were performed on various dates, involving lot number (m189908) quantity (2).this report represents test one which was performed on (B)(6) 2022 . Conformation test was not performed. No additional patient information, including treatment and outcome, was provided. The customer stated the patient was not symptomatic, just needed the results for travel. Additionally, the customer confirmed there was no delay or impact in the patient's treatment. This MFR. Report addresses patient test one (1) of two (2).

Manufacturer narrative:
This supplemental report is being submitted to provide the investigation conclusion. Testing was performed at abbott diagnostics scarborough, inc. On retained kit lot m189908 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for test kit part number 190-000 / lot m189908 and test base part number 190-430 / lot m189908. The lot met the required release specifications. A review of the complaints reported as false positive patient results (confirmed and unconfirmed, conflicting results) related to kit lot m189908 showed that the complaint rate is(B)(4).. A review of the complaints reported as false negative patient results (confirmed and unconfirmed, conflicting results) related to kit lot m189908 showed that the complaint rate is (B)(4). Abbott diagnostics scarborough, inc. Was unable to determine the exact root cause of the reported issue, however, it could be related to issues including the self-test user performance, interpretation of the result, or the specific patient sample.